Manufacturer narrative:
The catheter was returned for analysis. As received, the flow-diversion device was within the catheter. In order to remove the flow-diversion device, the catheter was dissected at several locations. In addition, the catheter body was found to be separated 29.5 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The catheter body was also found to be accordion at 20.5 cm to 31.5 cm from the distal tip. No other anomalies were observed. Based on the analysis findings the clinical observation was confirmed. It appears that the catheter separated when exceeding the tensile strength of the tubing material. We are unable to definitively determine the cause of the event. However the catheter was found accordion, which suggests excessive force, such as pushing and pulling was used. As per the IFU, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel." In addition, a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of aneurysm located in the ophthalmic segment of the internal carotid artery (ica), the distal segment of the microcatheter broke. It was reported that the flow-diverter was unable to be advanced and became stuck within the distal segment of the microcatheter. The microcatheter was removed from the patient successfully and a new device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.